Event description:
The reporter stated that when he was injecting the needle, it broke off in his stomach. Additional information received via telephone on (B)(6) 2013, the consumer stated that he went to the emergency room and they did an x-ray and were unable to find the needle. Consumer states that the doctor told him to keep an eye on the injection site to see if any redness or infection develops. Consumer states that he does not believe that he will have any further issues.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.